Event description:
During an atrial fibrillation procedure, after the sheath was inserted and blood was aspirated for flushing the sheath, it was noted that air was aspirated. Aspirating blood was attempted several times with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. Air movement into the patient was not identified.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.